Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited a diagnostic issue. Programming changes were made to clear the device's diagnostic, and the patient will continue to be monitored. No patient consequences were reported.